Manufacturer narrative:
(B)(4). Batch # n53d2g. The analysis results showed that one gst60t cartridge reload was returned with 8 drivers missing and 1 driver out of position making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Two photos were provided. Picture one shows a view of the bottom part on the reload, some drivers are loose and are visible between the gap on the cartridge pan. Picture two shows the reload with a view of the right side showing partial dislodgement of the pan at the proximal side with loose drivers between the pan and the cartridge body. Based on the photos alone the event describe is confirmed, unfortunately there is not enough evidence in the photos to determine root cause.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon tried to fire the device, but it would not fire. The surgeon reversed the knife blade and was able to open the device. A new reload was placed in the gun and fired successfully; the device fired successfully the remainder of the case. The case was completed successfully with the same gun, but different reloads. There were no patient consequences reported.